Manufacturer narrative:
(B)(4), h6 medical device problem code - 3191 - patient was unable to identify device issue, therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the abdomen. The patient experienced a sensor failure which occurred on an unspecified day after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient experienced a seizure around 12:30am. The patient¿s sensor had failed, therefore, there was no cgm value available at this time. It was not specified how much time had elapsed between the sensor failing and the patient¿s seizure. The patient was not using a bg (blood glucose) meter as a back-up during this time. Once able, the patient drank two juices and was then brought to the ER by her father. At the ER, the patient¿s bg meter reading was 52 mg/dl. There was no reported treatment/medication provided to the patient while in the ER. The patient was discharged home approximately 4 hours later. The patient recovered and was fine at the time of the report. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data investigation could not confirm sensor failure issue. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.